Event description:
When attempting to deflate the balloon in a foley catheter and remove from the patient, the balloon would not deflate. The balloon port was cut in order to deflate and remove the foley. The patient was not harmed.